Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 8fr groshong chronic catheter. Usage residues were observed throughout the sample. The catheter terminated 11.8cm distal of the connector over-sleeve. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break in the catheter. Microscopic inspection of the distal end of the catheter revealed a planar fracture surface. The fracture edge exhibited a dully granular texture. The break cross-section was slightly elliptical. The break characteristics were consistent with material failure due to tensile stress. It appeared that catheter breakage occurred due to a pulling event(s).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 8fr groshong chronic catheter. Usage residues were observed throughout the sample. The catheter terminated 11.8cm distal of the connector over-sleeve. The features of the distal end of the catheter were typical of tensile break. Information from the complainant indicated that the tensile break was intentional to facilitate sample return. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration. During sustained hydraulic pressurization, slow leakage was observed emanating from the interface between the catheter and the flushing connector. Microscopic inspection of the proximal end of the catheter revealed a torn section of catheter beneath the connector over-sleeve. The torn section of catheter was advanced past the shoulder on the flushing connector. The tear in the catheter exhibited sharply defined granular edges. The location and features of the catheter damage indicated that it was advanced past the flushing connector shoulder during device assembly. The catheter is designed to abut the shoulder and be held in place by the over-sleeve. Over-advancing the catheter can lead to gaps, resulting in leakage. Advancing the catheter past the shoulder can occur if the catheter is advance prior to transferring the over-sleeve. The product IFU provides instructions for the proper assembly of the catheter/connector system.

Event description:
On 1/24/2017 - spoke with patient. She stated that she personally observed a cut on the catheter near the winged connector and oversleeve. She also observed a leak emanating from the same area. The sample submitted was "ripped off" and she only received a 4-5 inch segment of the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, patient reported that they had an 8 fr single lumen groshong catheter placed on (B)(6) 2016 for tpn to be administered 7 days a week for 12 hours a day. Patient stated that on (B)(6) 2016, the catheter "failed". The catheter was removed on (B)(6) 2016 by interventional radiology. It was alleged that there was a cut in the catheter "in the winged connector". Patient stated that within 24 hours of the catheter being placed, she began experiencing bacteremia symptoms: neck swelling, discomfort on the right side of her chest, severe joint pain and nausea. Patient had blood cultures done and which all came back negative, but she stated that after the catheter was removed the symptoms resolved.